Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) 2020.

Event description:
It was reported that the patients leads had hig impedances. The physician believed the issue was with the ipg and opted to replace the ipg. However, the impedances were still present with the new ipg and the physician did not want to revise the leads since patient was still receiving pain relief. The patient was doing well postoperatively and was reprogrammed. The explanted ipg will not be returned.